Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 7 years, 5 months underwent a valve-in-valve procedure due to severe stenosis, severe central regurgitation, and impaired leaflet mobility. The patient presented with acute on chronic combined chf. A 26mm 9600tfx valve was implanted successfully with no complications. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.